Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with partial flap (flap complications), suction lost in right eye. Procedure was converted to photorefractive keratectomy.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified. The root cause could not be determined conclusively based on the provided data, most probable root cause is patient movement. The manufacturer internal reference number is: (B)(4).